Manufacturer narrative:
Updated h6 component coded: added missing cannula code.

Manufacturer narrative:
Update to h11 as device will not be returned: according to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s721usqsaczb4 hardware: sm-s721u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula was inserted, but the pink slide did not move forward, indicating a needle mechanism failure. Insulin was reported to be leaking during wear. The pod was worn between 24 and 36 hours. Blood glucose levels rose to 410 mg/dl. As treatment, a new pod was placed and activated.